Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) channel which resulted in inappropriate anti-tachycardia pacing (atp) and a shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The shock did convert the af, however technical services (ts) recommended to determine what the patient was doing at the time of the event as there were some instances where therapy was not delivered. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that the boston scientific representative reviewed device data with the health care professional (hcp) and confirmed that the af with rvr caused the inappropriate atp. In addition they noted that some af beats were undersensed which led to greater ventricular compared to atrial therapy. The patient plans to come into the clinic for programming changes. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) channel which resulted in inappropriate anti-tachycardia pacing (atp) and a shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The shock did convert the af, however technical services (ts) recommended to determine what the patient was doing at the time of the event as there were some instances where therapy was not delivered. No additional adverse patient effects were reported. This crt-d remains in service.